Event description:
Customer reported the system is not working. No pt injury reported.

Manufacturer narrative:
A ge rep resolved the issue over the phone. System operates as intended. This MDR is related to ge healthcare.